Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, there was no stapling and full cut -- tip got stuck in the rectum and must undo the anastomosis to remove it. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.